Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported the md sent her a message that he had a case where the lead broke during removal. The rep had no further details at the time of the report. The caller was not at the case. The reason for the call was to get any further information about the reason for leads breaking or guidance. The caller will follow up with the md. Technical services provided the information about the issue and sent the educational brief. No further complications were reported or are anticipated.